Event description:
Dds alleged that two patients were burned on the outside of the cheek from the valo curing light while curing sealants on tooth #19. Neosporin was used. This is the first of the two reports.

Manufacturer narrative:
After extensive testing on the unit returned concluded the unit did not get hot enough to create a burn under normal use, but because intervention was performed by applying neosporin to the affected area this event is reportable as per 21 cfr part 803.